Event description:
The manufacturer received information alleging a trilogy ev300 device failed system setup testing. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation of the trilogy ev300 device at the manufacturer's service center, the customer's complaint was confirmed as the device again failed a test step during testing. The field safety engineer (fse) replaced the proportional valve (aecm) and 3-way solenoid valve to address the issue. A full performance verification testing in accordance with the manufacturer¿s specifications. The device is confirmed ready for clinical use. Current software version: 1.05.10.00.